Event description:
Patient called to report an adverse event that occurred due to using the ace self-adhering elastic bandage. Patient stated it was her first time using this device on saturday (B)(6) 2022, and she used it to wrap her knee. Patient stated the bandage irritated her skin and she experienced skin burning, itching, red abrasions where bandage was, bumps and rash like skin. Patient said the area was very painful and sensitive to touch and that it feels like a sunburn. Patient stated removing the bandage hurt and required her to put neosporin on it.